Event description:
This ra lead was noted on (B)(6) 2013 to be dislocated. The physician was dr.(B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).